Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-01185 and 2134265-2015-00959. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an atlantis¿ sr pro² imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. The mdu did not moved when the physician attempted to perform automatic pullback. Therefore physician performed manual pullback and image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.